Manufacturer narrative:
The initial medwatch report indicates:   device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the power pcb assembly. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer. The initial medwatch report should indicate: the device was not returned to physio-control. A third-party service agent evaluated the device and was unable to verify the reported lockup issue, but did observed an event code logged. The third-party service agent replaced the power pcb assembly as a result and then confirmed proper device operation through functional and performance testing.  The device was returned to the customer.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the power pcb assembly. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer.

Event description:
It was reported to physio-control that the customer had found their device in the morning, being powered on. The service led on the device was illuminated. The customer could not power their device off; they had to remove the battery and unplug the power cord. This is indicative for a device lock-up. There was no patient use associated with the reported event.